Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter issue started on an unspecified day in (B)(6) 2013. The patient informed the cca that he manages his diabetes with metformin and denied taking any action regarding his usual diabetes management regimen due to the alleged meter issue. The patient reported developing symptoms of "tired, eyes bothering him and not feeling well" approximately 1 week after the issue started. The patient stated, he went to see his hcp on an unknown date after issue began and claimed that his blood glucose was only tested at the time of the doctor's office visit. The patient declined to provide the result obtained with the doctor's/clinic's meter. There was no mention by the patient that he received medical treatment. At the time of troubleshooting, the cca noted that the alleged power issue remained unresolved. The subject meter and test strips were requested to be returned. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria of a serious injury. In addition, the patient denied receiving any form of medical treatment when evaluated by his hcp. However, this complaint is being reported because. The alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.